Event description:
It was reported that the iab was inserted in the pt's right femoral artery. As soon as pumping began, measurement of the arterial pressure couldn't be accomplished. The iab was removed and replaced without any complications.